Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had e103 error on the unit. The issue was found during an unspecified endoscopic procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac), who provided remote troubleshooting for e103 error reported on the unit. It was found that the bulb had 500 hours of use. It was advised to replace the bulb and, if the issue persists, to send the unit in for repair. Troubleshooting was not able to resolve the reported allegation. The reported failure was confirmed. The device will not be returned to olympus for evaluation. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, and h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.